Manufacturer narrative:
If explanted; give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted; therefore product testing could not be performed. A photo of the implanted lens was provided and it was evaluated. The photo showed that the lens is decentered. No damage was identified on the visible portion of the lens. The customer's reported complaint was verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a non-amo multifocal intraocular lens was explanted from the patient's eye and replaced with an amo monofocal lens (model za9003). However, the za9003 lens would not center correctly. Additional information revealed that the za9003 is still implanted but the patient's vision is extremely poor and the un-centered lens is affecting the patient¿s ability to drive. The doctor (not the implanting surgeon) has commented that there may be a clinical issue with the patient. No further information was provided.